Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the outer insulation, which likely occurred during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported high pacing impedances.

Event description:
It was reported that this right atrial lead was surgically explanted and replaced due to an unspecified product performance issue. Additional information was provided confirming that his lead was having high pacing impedance within normal range that was not indicative of any lead damage. Due to physician's discretion, this lead was explanted out of abundance of caution as the chance of this lead becoming fractured eventually was high as it was located near the clavicle. This decision was taken while the right ventricular lead was being explanted due to a fracture and high pacing impedance out-of-range. This lead was returned. No additional adverse patient effects were reported.